Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issues with five infusion sets and was hospitalized twice. The patient had vomiting and experienced diabetic ketoacidosis. The highest blood glucose level reported was 730 mg/dl and at the time of this report, it was 600 mg/dl. Reportedly, the patient received insulin drip as a corrective treatment. The site location was patient's upper buttocks earlier and her abdomen, at the time of this event. The patient had issues with stretch marks. Reportedly, bent cannula occurred and it was noticed on the first day of use and sometimes had insulin flow blocked. The patient stayed in the hospital for two days the first time and then for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.